Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and opened, and no defect was found. Receiver charge and boot testing was performed and failed. A pairing test was performed and failed. A review of the data log confirmed the reported event of loss of connection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.